Manufacturer narrative:
Section d1, brand name: corrected, section d4, catalog number: corrected, section d4: lot number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was sitting and asymptomatic when a pump stop alarm occurred. The flow and speed also dropped. There was no significant weight change and no trauma to the driveline. Log files were submitted for review and captured 3 pump stops and 2 low speed advisories while on support from batteries. In addition, the log captured numerous odd power cable disconnects, low power advisories, and backup battery fault alarms. The white and black power cable connectors were also showing lower relative state of charge voltage values than expected. The patient was admitted for red heart alarms, speed drops to lower than 2000 revolutions per minute and pump stop alarms but was hemodynamically stable. Additional log files were submitted for review. There were no external power alarms from the morning of 07nov2023. The patient had been connected to wall power. The speed settings were 9000 revolutions per minute, flows 4.6 liters per minute, pulsatility index 7.8, and power 5.0 watts. Numerous no external power events were noted throughout the log, and these seemed to occur when the black power lead was disconnected. It was suggested to reseat/replace the backup battery in the system controller to resolve the low voltage and no external power events. Measurements of the exit site to the proximal portion of the past driveline repair were submitted for review and measured 2 and 7/8 inches from exit site to the start of the repair, which was not enough room for an additional repair. It was thought that the patient had a phase to phase short. The patient was put on an ungrounded cable and immediately got a no external power alarm when the black cable was disconnected. It was noted that putting the patient on an ungrounded cable in the past did not prevent alarms. The patient was scheduled to get an echocardiogram (echo) and would get repeated driveline x-rays since previous images were not available. Plain films were submitted for review and no areas of shield breakdown in the external or internal portions of the driveline were seen. A computed tomography scan of chest, abdomen and pelvis would also be performed. On 10nov2023, a controller self-test was performed and there were no visual or audible alarms on the system controller, however, the power base unit the patient was attached to alarmed appropriately. Log files were submitted for review again and captured continued low power, backup battery, and no external power alarms. It was advised to swap the system controller to resolve the self-test failure, as the issues appeared to be related to that. The log did not capture any new pump stops or speed drops since 08nov2023. The x-ray provided only showed a part of the external driveline and was unremarkable. On (B)(6) 2023 a heartmate ii to heartmate 3 pump exchange was successfully performed. Related manufacturer reference number for the system controller: (B)(4).

Manufacturer narrative:
Section b5: the patient's previous driveline repair was reported in MFR # (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Voluntary medwatch number 2201100000-2023-8024. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed transient pump stop events. Based on previous complaint experience, the findings captured in the submitted log files appear consistent with a compromised driveline; however, a specific cause for the pump stop events cannot be conclusively determined through the evaluation of (B)(6) , as the entirety of the driveline was not returned for evaluation. (B)(6) was returned assembled with the driveline severed less than 1¿ from the pump housing. The severed distal end portion was not returned. The sealed inflow cannula (inlet tube, flex section, inlet elbow) was returned attached to the pump inlet port. The sealed outflow conduit (sealed outflow graft, outflow graft bend relief, and bend relief collar) was returned attached to the outlet elbow which was returned attached to the pump¿s outlet port. Evaluation of the disassembled device revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump's bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The returned portion of driveline was tested for electrical continuity in the condition that it was received and all wires were found to be electrically intact. No wire-to-wire or wire-shield shorts were induced during testing. The driveline was disassembled and microscopic inspection of the underlying wires revealed no signs of damage to the wire insulation or the underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records for (B)(6) , and driveline serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. However, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage, as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.